Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008, the patient underwent the following surgeries: l3 to l5 posterior spinal fusion. L3 to l5 posterior instrumentation, 5.5 titanium with two crosslinks. Right iliac crest graft combined with local bone, right iliac crest bone, and two large rhbmp-2/acs kits. Tlif procedure done at l3-4 and l4-5 for anterior interbody fusion for gross instability. Cages 11 x 30 at each level, titanium to treat the pre-op diagnosis: severe spinal stenosis with instability at l3-4 and l4-5. Failed back surgery. Op-notes: ¿¿we then decorticated the end plates using a rasp. It was sized up to 11.0 x 30.0 millimeters. Wen then put a 3.5 milligrams dose of in the combination of the cage and anterior to the cage along with autograft. This was placed anteriorly. Then, the cage was placed and tapped into the disc space and moved around anteriorly and tapped forward. We then moved up to the 3-4 disc space and a procedure proceeded exactly the same. We were able to size up to 11 x 30 cage at this level, and once this was done it was placed into the disc space at before and tapped around anteriorly. Next, rods were placed times two, compression was carried out thoroughly restoring lordosis and then an ap and lateral x-ray was taken and showed good position of the screws and excellent position of the cages essentially with good restoration of lordosis. Following this, all the plugs were sheared off. Crosslinks were placed times two; their plugs were sheared off also. Next, the wound was impulsed out with 1000 milliliters of irrigation solution. Copious bone graft was placed in the lateral gutters from l3 to l5 after the transverse processes were decorticated. The laminotomy sites were checked for any loose debris, covered lightly with gelfoam. There was no active bleeding from the tlif site. Care was taken not to leave any of the rhbmp-2/acs sponge around the nerve roots¿¿ the drain was charged, steri-strips were applied and the patient was removed from the table having tolerated the procedure well. On (B)(6) 2010, the patient underwent local bone graft combined with a large rhbmp-2/acs kit and bone graft. Hardware removal at l3-l5. Explore posterior spinal fusion l3-5 found to be solid. Extend posterior spinal fusion to l2-3. Re-instrument l2-l4 with 4.75 titanium and crosslinks. Tlif procedure right at l2-3 for anterior interbody fusion. (7) cage 11 x 30 millimeters titanium. Smith-peterson osteotomy at l2-3 for lordosis; for pre-op diagnosis of adjacent stenosis at l2-3 with severe radiculopathy. Op-notes: ¿....a 1.5 milligram dose of rhbmp-2/acs sponge was placed anteriorly and laterally followed by copious autograft which was obtained from the decompression which was morselized, about 3 cubic centimeters. This was packed anteriorly. Next, a cage, 11 x 30 millimeters, was filled with rhbmp-2/acs, a 1.5 milligram dose, and autograft was placed into the disc space, tapped from right to left and then rotated around anteriorly¿¿ the drain was charged, sterile dressings were applied and the patient was moved from the table having tolerated the procedure well.